Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the guidewire kinked about three times and it was difficult for the peg to be passed over the wire. The introducer tip of the peg was also difficult to remove from the stoma site, as it was crinkled and smashed up. The procedure was completed with this device. The patient showed minor esophageal lacerations that the physician suspected were from the guidewire. The physician wanted a barium swallow test done. The barium swallow test showed the patient had no perforations. The patient had no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) difficult to advance peg tube over guidewire. (B)(4) introducer crinkled/smashed up. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.